Manufacturer narrative:
Investigation: bd was able to confirm the customer¿s indicated failure mode on the pictures provided. Bd was not able to duplicate the failure mode in the manufacturing process. The maintenance records were reviewed and during the manufacture of this lot no adjustments were performed that contributes to this failure mode. Quality records have been consulted for tracking and trending purposes but no same issues were detected. There are proper controls in place to detect product malfunctions. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Event description:
It was reported that plunger breakage occurred during use with a perisafe plus 18g round closed end. The following information was provided by the initial reporter, "during the puncture, the plunger element in the syringe break off."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger breakage occurred during use with a perisafe plus 18g round closed end. The following information was provided by the initial reporter, "during the puncture, the plunger element in the syringe break off."